Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Detailed analysis determined that the allegation against the lead was confirmed. There is a puncture hole noted in the lead insulation approximately 73mm from the tip from the guidewire escaping the lumen. Additionally, coating from a guidewire noted in the area, likely from being scraped off as it passed through the coil.

Event description:
It was reported that this left ventricular (lv) lead was not successfully implanted due to insulation damage. The health care professional (hcp) back loaded the wire into the lead and inadvertently ran the wire through the insulation of the lead. This lv lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided ipn the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead was not successfully implanted due to insulation damage. The health care professional (hcp) back loaded the wire into the lead and inadvertently ran the wire through the insulation of the lead. This lv lead was never in service. No adverse patient effects were reported.